Event description:
It was reported that the patient underwent a revision due to patient not satisfied with length of device with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted.